Manufacturer narrative:
Evaluation: device evaluation performed via phone communication. Result: pacer option was not available to the user due to the option not being activated when returned from a previous repair.

Event description:
The customer stated that while monitoring a patient, it was discovered that the pacer option was not enabled.